Manufacturer narrative:
Analysis and results: there are previous complaints of this code batch regarding the same issue. We manufactured (B)(4) units of this code-batch. There are (B)(4) units blocked in our stock. We have received 14 closed samples and 5 unused open samples with the needle detached from the thread and the thread is still wound on the pack. Tightness test to the closed samples received has been performed and the units are tight. Needle attachment results conducted on the closed samples receives are 0.32 kgf in average and 0.01 kgf in minimum and 8 of the sample received has needle attachment result that does not fulfill ep requirement for minimum: 0.23 kgf in average and 0.11 kgf in minimum. Reviewed the batch manufacturing record, this product had an incidence during production but was released fulfilling usp/ep and bbs requirement. Final conclusion: taking into account that the results of samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the samples received. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, we have opened a CAPA to determine actions.

Event description:
It was reported an issue with monosyn suture. The client reported that when opening the package and grasped the suture, the needle came off. There is no patient involvement.